Event description:
On (B)(6) 2025 the user experienced hypoglycemia (bg 58 mg/dl) following a meal announcement while using the ilet bionic pancreas system. The user treated with glucose tablets and carbohydrates, did not require medical care, and recovered without lasting effects.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.